Manufacturer narrative:
Customer ran controls after discovering the leak and all controls passed (matched previous runs). A bec field service engineer (fse) was dispatched for this event. The fse observed isotone and clenz leakage due to the tubing had popped off of the pinch valve (pv37). The fse reattached the tubing which resolved the leak. It was indicated that the leakage caused multiple problems. The peltier temperature errors were affected because it leaked onto the peltier module that affected the connectors. The fse cleaned the connectors which fixed the peltier temperature errors. In addition, the unit did not generate differential results due to a defective solenoid (sol#54) and mixing motor. The fse also replaced the solenoid and mixing motor module that fixed the differential problem. Failure mode is related to the disconnected tubing at the pinch valve (pv37) that leaked onto the peltier module and a defective solenoid and mixing motor. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak of blue fluid dripping inside diluter panel of the coulter lh 500 hematology instrument. The volume of the leak was approximately 5 mls and was contained within the instrument. There were lysing ambient temperature errors reported by the system when the leak was noticed. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.